Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Blood glucose at the time of event was 2.3 mmol/l. The customer current blood glucose was 5.0 mmol/l. Customer treated with glucose tablets to being unconscious so customer was treated with glucagon injection. Customer was declined for troubleshooting. Customer was not using auto mode due to not using a sensor. The insulin pump will not be returned for analysis.